Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred after loading a new cartridge with 300 units of insulin. Customer's blood glucose level was 140-235 mg/dl. Reportedly, the customer was able to resume insulin therapy.